Event description:
The patient reported pain while treating with the 72r electrodes. The patient treats between 8 and 24 hours per day and uses the electrodes for up to 4 days at a time. The patient treated for 2 weeks with no issues. The patient stated his skin started to feel like it was on fire and stinging. His discomfort is pain-related, not topical. On most days, the pain level is between 7 and 9 out of 10. The patient took a break from treatment for a few days; the pain was still at 4 or 5 out of 10. The patient applied lotion to his skin, thinking it would ease his discomfort, but it dried quickly. Patient is allergic to sulfa drugs. He will take a break and then try the 63b electrodes and perform the time test. No further consequences were reported. The 72r electrodes were not returned for further evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Section b3: as the day of the event is unknown, the event date is estimated as (B)(6) 2026. The device is used for treatment.